Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture and stent dislodgement occurred. The 70% stenosed lesion being treated was located in the mildly tortuous non-calcified right coronary artery (rca). The lesion was not predilated. When the physician attempted to inflate the 2.50x16, liberte bare metal stent balloon, he observed that pressure did not rise above 5 atm. The physician switched the encore inflation device, but the balloon did not inflate. The physician felt the balloon was broken and attempted to remove the stent delivery system. The stent dislodged in the ostium of the rca. The sds was removed and the stent was expanded using a 3.5mm quantum balloon to implant in the ostium of the rca. The procedure was completed using a non-bsc stent overlapping the liberte stent. The balloon was found to be broken longitudally. Pt status reported as "stable".